Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller stated that the controller is "wiping out their settings." Caller clarified that by this they meant that the intensity was showing all zeros. Caller stated they spoke to a manufacturer representative (rep) (a new rep as the previous rep that was first made aware is no longer there) who told them to call for a replacement controller. Agent reviewed with caller that the controller reads settings from the implant and the issue is likely not related to the controller but rather the implant. Caller stated that the screen on the controller had gone blank and the rep told them to reset the controller. Caller stated they did that and then when trying to see their settings everything was showing zero. Caller stated that their implant depletion rate also seems to be random and not steady, somedays it seems to deplete faster than others even though they don't change the settings. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 100 percent and implant is 30%. Caller stated they are not able to see their stimulation settings, they see battery empty [81]. Agent allowed caller to charge implant up and later called then back to continue with troubleshooting. It was discussed that the patient has group b enabled with 4 programs and adaptive stim is on. After checking all 7 positions, it was found that mobile and laying face down were 2 positions that were not detected. It was also discovered that laying on the left side was showing 0,0,0,0 for each program. Agent reviewed with caller that when they saw all zeros it could have been detecting this position. During the adaptive stim adjustments/checks caller stated they have the device to help with their crps and that they use wheelchair and cane because walking is hard for them. Caller stated they were in pain now just from the little walking they did over the phone to try to get the mobile position detected. Agent walked caller through storing their desired intensity in these programs. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
As was enabled but only partially configured. This was the first time seeing the patient so rep reported they were unaware of these issues. Rep reported they reprogrammed on the 22nd for a complete adaptivestim overhaul to include all positions. Also educated the patient on how to toggle the function on and off. At the time of last speaking to the patient the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, the manufacturer representative clarified his aware date and noted the issue was to due adaptive stim not fully being set up. The aware date of original regulatory report 3004209178-2022-06147 is corrected to be 4/12/2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10.

Event description:
Rep reported that he patient's stimulation is turning down to 0ma on their a program for the last couple of months. Due to this, the patient has had a lot of pain in the last few weeks and are going to that program to turn up their stimulation. Rep reports he met with the patient and believes everything with their impedances and programming looks normal. Ts reviewed adaptivestim and rep plans to meet with the patient again to check their configuration. The caller stated that the pt is alleging that when they move from group c to group a, sometimes amplitude goes to 0.0ma. When it doesn't go to 0.0, it will show 1.7ma. Caller states the stimulation is supposed to be set for 2.2ma but ' you will go up' and it will show 2.4ma. The caller states he was told that adaptive stim, which the patient uses, is a group to group or program to program function--agent advised that adaptive stim is a device-wide feature and the most likely scenario for this issue is that the pt's adaptive stim settings haven't been set on group a and thus the pt has some positions that are 0.0ma and/or there are positions that have been set and 'learned' by the device. Caller to meet with the patient, agent attempted to retrieve event date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient mentioned information regarding the stimulation issue in this case. Patient confirmed they were still having the same issue where the controller would cancel out their numbers. Patient clarified they were saying they would have intensities all set, then would check later and they were all down to 0. Agent asked if patient was talking about adaptivestim settings or normal stimulation settings, and patient said both. Patient said they had met with reps 3-4 times since the issue started and a couple weeks ago the rep got rid of adaptivestim and just put in normal settings, but the issue was still happening. Their rep told them to get all new equipment